Manufacturer narrative:
The pump was received with motor error alarms during rewind due to motor encoder signal out of phase. Moisture damage was found on the lcd board. Cracked case all corners of display window, cracked on reservoir tube lip, cracked battery tube threads and scratched on display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the piston does not stop during the priming. No further information provided.